Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient stated the scs system provided stimulation but the patient never received effective pain relief. The patient reported she had her scs system partially removed with only the lead body left implanted. The patient reportedly needs an MRI which is contraindicated. The next course of action is undetermined at this time.